Manufacturer narrative:
Additional information: section a-2 patient age/date of birth: unknown/asked information was not provided. Section a-3a patient sex: unknown/asked information was not provided. Section a-3b patient gender: unknown/asked information was not provided. Section a-4 patient weight: unknown/asked information was not provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section b-3: date of event: unknown/asked information unavailable. Section d-4 catalog number: partial information provided due to the unknown serial number. Section d-4 device serial number: unknown as information was not provided. Section d-4 device expiration date: unknown as device serial number was not provided. Section d-4 UDI number: a partial UDI was provided as the serial number is not available. Section d-6a date implanted: unknown/asked information unavailable. Section h-3 device evaluated by manufacturer: device serial number is not available; therefore, no further investigation can be performed. The device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Section h-4 device manufacture date: unknown, as device serial number was not provided attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the non pre-loaded zcb00 model intraocular lens (iol) was implanted into the patient¿s operative eye. Due to complaints of refractive miss, the zcb00 iol was explanted in a secondary surgical procedure and replaced with a dib00 20.0 diopter iol. The case went well and there were no complications. The suspect iol is not available for return as it was discarded. No further information is available.